Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical services representative informed the hp of the error's meaning and the hp would complete therapy with manual supplies. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that he completed therapy with manual supplies that night. He did not notice anything unusual about his supplies. There were no samples available and he did not recall the lot number. He had told his nurse about the alarm. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had told her about the event. The patient was continuing therapy successfully on his homechoice without any adverse effects related to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.